Manufacturer narrative:
Approximated based on the date the manufacturer was aware of the event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a surgical intervention related to recurrence of urinary incontinence. The entire aus was removed and replaced. There were no patient complications reported.